Event description:
It was reported that one day post implant, the right ventricular (rv) lead slack had been lost. This was confirmed via fluoroscopy. The patient was brought back into the lab and more slack was added. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 5054 implantable pacing lead, (B)(6) 2013, 5554 implantable pacing lead (B)(6) 2013.